Manufacturer narrative:
H3: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a total of 140 ml of solution in the bag, and the pump displayed infused 138 ml. However, there was still 20 ml of solution remaining in the bag. The patient was not harmed in any way and there was no delay in patient¿s treatment. Per reporter, there were no alarms during the infusion. Continuous infusion rate: 3ml/hour. Reservoir volume: 138ml. Given: 138 ml. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: 2. A closed system transfer device (cstd) was used to fill cassette. The pump was used to prime the extension tubing. This event occurred at the patient's home and no patient harm/adverse event reported.